Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. Abbott technical support was contacted, the session records were reviewed, and the cause of the bvvi mode was found to be due to power on reset (por). The device was explanted and replaced to resolve the event.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to power-on reset as a result of low battery voltage. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The low battery voltage is consistent with normal battery depletion. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, and pacing output functions of the device were tested and found to be normal.